Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and the bottom case had seal damage. A review of the event history log (ehl) identified force sensor test. During functional testing using multiple flow and occlusion test the reported issue was unable to be duplicated, all the readings of the force were within the required specifications. The root cause of the problem was customer induced via the customer's disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the forces sensor was significantly lower than the force sensor reading recorded in the ehl during the pump's startup self test. Replaced force sensor and plunger cable as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error and the top case was damaged. No patient injury was reported.